Event description:
The pt's medical doctor received an end of summary report and would like to know why the pt clearly had an episode of a-fib for about 1 hour and the strips shows the episode but the summary states 0% a-fib.

Manufacturer narrative:
Device will be returned to manufacturer for further investigation on 04/05/2010. Preliminary tests were sent to the manufacturer on 03/25/2010. Manufacturer's results pending. Associated accessory device: add'l associated accessory device: act monitor. Model # com001. (B)(4).